Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off event on 14-may-2024. Tape applied over the infusion set. Insertion was cleaned, air-dried and free from hair. Infusion set has been used for less than 24 hours. The blood glucose level was 190-270 mg/dl. Patient suffer from pain at insertion site. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.